Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurses station (cns) displayed an error message "comm loss" every 15 minutes for the transmitters for about one minute. Technical support (ts) had the bme try rebooting this multiple patient receiver (org) and switching the port on the switch, while they power cycle the org for 2 minutes. The bme reported that after changing the port and the network cable, the issue persisted. No patient harm was reported. Investigation summary: the complaint device was received. The unit was evaluated and the complaint was duplicated. The cause of the issue was software corruption. No further investigation will be performed. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model#: ni, serial#: ni, device manufacturer data: ni, unique identifier (UDI)#: ni, returned to nihon kohden: not returned. Zm transmitters: model#: ni, serial#: ni, device manufacturer data: ni, unique identifier (UDI)#: ni, returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) displayed an error message "comm loss" every 15 minutes for the transmitters for about one minute. No patient harm was reported.